Event description:
It was reported that prior to starting a da vinci si surgical procedure a broken cable at the distal end of a prograsp forceps instrument was found. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found a grip cables derailed at one of the clamping pullies. The housing was removed to find the grip cable broken near the clamping pulley. Other backend cables were not damaged. 48 - an additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were .050 - .110 in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.